Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a missing end cap sticker.

Event description:
It was reported, the customer received a button error alarm. The customer's blood glucose was 209 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were attempting to enter their blood glucose when the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.